Event description:
It was reported that during initial implant the lead was repositioned several times due to poor sensing thresholds. The physician stated the helix mechanism was getting increasingly difficult to extend and retract. A new atrial lead was requested and implanted without difficulty. There were no adverse patient consequences.

Manufacturer narrative:
Correction: type of report should have been product problem only not both adverse event and product problem. Type of event should have been malfunction not serious injury as previously reported. As received, a complete lead was returned in one piece measuring 45.9 cm. Due to over torqued inner coil the lead failed the short test. The cause of the reported events was isolated to the helix being clogged with blood/tissue and over torque of the inner coil consistent with procedural damage. The reported events of poor sensing thresholds and helix mechanism was difficult to extend and retract were confirmed.